Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their avea ventilator generated "vent inop" (ventilator inoperative), "not ventilating" and "safety valve open" alarms. An attempt to calibrate was made by the customer but failed insp press (inspiratory pressure); the customer attributed the problem to a defective gas delivery engine (gde). It is unknown if there was patient involvement, no patient harm or injury has been reported.

Manufacturer narrative:
Additional information: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.